Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. Patient reported that while she was watching tv, a loud emergency sound came on the tv and her whole head started buzzing when she heard the noise and it felt like she got zapped or shocked. It was scary for her. It was indicated that she did not currently feel the shocking sensation. It had gone away. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.